Event description:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('allergic to the nickel component of the essure') and cardiac arrest ('cardiac arrest') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding that lasted up to 15 days"), muscle pain ("muscle pain"), anxiety ("anxiety"), headache ("headaches"), dysmenorrhoea ("painful periods"), syncope ("syncope"), loss of consciousness ("loss of consciousness"), cardiac arrest (seriousness criterion medically significant), head injury ("cut on my head that needed 14 stitches"), migraine ("migraines"), muscle ache ("muscle aches") and spinal stenosis ("spinal stenosis"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the allergy to metals, genital haemorrhage, muscle pain, anxiety, headache, dysmenorrhoea, syncope, loss of consciousness, cardiac arrest, head injury, migraine, muscle ache and spinal stenosis outcome was unknown. The reporter provided no causality assessment for allergy to metals, anxiety, cardiac arrest, dysmenorrhoea, genital haemorrhage, head injury, headache, loss of consciousness, migraine, muscle pain, spinal stenosis, syncope and muscle ache with essure. The reporter commented: she underwent a hysteroscopy to have some essure devices implanted on (B)(6) 2010. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4) ) on 30-jan-2020. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('allergic to the nickel component of the essure') and cardiac arrest ('cardiac arrest') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding that lasted up to 15 days"), muscle pain ("muscle pain"), anxiety ("anxiety"), headache ("headaches"), dysmenorrhoea ("painful periods"), syncope ("syncope"), loss of consciousness ("loss of consciousness"), cardiac arrest (seriousness criterion medically significant), head injury ("cut on my head that needed 14 stitches"), migraine ("migraines"), muscle ache ("muscle aches") and spinal stenosis ("spinal stenosis"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the allergy to metals, genital haemorrhage, muscle pain, anxiety, headache, dysmenorrhoea, syncope, loss of consciousness, cardiac arrest, head injury, migraine, muscle ache and spinal stenosis outcome was unknown. The reporter provided no causality assessment for allergy to metals, anxiety, cardiac arrest, dysmenorrhoea, genital haemorrhage, head injury, headache, loss of consciousness, migraine, muscle pain, spinal stenosis, syncope and muscle ache with essure. The reporter commented: she underwent a hysteroscopy to have some essure devices implanted on (B)(6) 2010. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 30-jan-2020. The most recent information was received on 08-oct-2020. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('allergic to the nickel component of the essure') and cardiac arrest ('cardiac arrest') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding that lasted up to 15 days"), muscle pain ("muscle pain"), anxiety ("anxiety"), headache ("headaches"), dysmenorrhoea ("painful periods"), syncope ("syncope"), loss of consciousness ("loss of consciousness"), cardiac arrest (seriousness criterion medically significant), skin injury ("cut on my head that needed 14 stitches"), migraine ("migraines"), muscle ache ("muscle aches") and spinal stenosis ("spinal stenosis"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the allergy to metals, genital haemorrhage, muscle pain, anxiety, headache, dysmenorrhoea, syncope, loss of consciousness, cardiac arrest, skin injury, migraine, muscle ache and spinal stenosis outcome was unknown. The reporter provided no causality assessment for allergy to metals, anxiety, cardiac arrest, dysmenorrhoea, genital haemorrhage, headache, loss of consciousness, migraine, muscle pain, skin injury, spinal stenosis, syncope and muscle ache with essure. The reporter commented: she underwent a hysteroscopy to have some essure devices implanted on (B)(6) 2010. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('allergic to the nickel component of the essure') and cardiac arrest ('cardiac arrest') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding that lasted up to 15 days"), muscle pain ("muscle pain"), anxiety ("anxiety"), headache ("headaches"), dysmenorrhoea ("painful periods"), syncope ("syncope"), loss of consciousness ("loss of consciousness"), cardiac arrest (seriousness criterion medically significant), head injury ("cut on my head that needed 14 stitches"), migraine ("migraines"), muscle ache ("muscle aches") and spinal stenosis ("spinal stenosis"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the allergy to metals, genital haemorrhage, muscle pain, anxiety, headache, dysmenorrhoea, syncope, loss of consciousness, cardiac arrest, head injury, migraine, muscle ache and spinal stenosis outcome was unknown. The reporter provided no causality assessment for allergy to metals, anxiety, cardiac arrest, dysmenorrhoea, genital haemorrhage, head injury, headache, loss of consciousness, migraine, muscle pain, spinal stenosis, syncope and muscle ache with essure. The reporter commented: she underwent a hysteroscopy to have some essure devices implanted on (B)(6) 2010. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.